Event description:
The consumer's son states that the recline cables on both sides of the chair have broken. The user of the chair has fused hips and has to be lifted by a lift into the chair. The aides then adjust the back with her in the chair until it is comfortable for her. The son also mentioned that one of the aides mentioned having hurt her shoulder trying to lift the consumer into the chair by herself. The consumer didn't have the serial number at time of call. The son also mentioned that the left arm hits the left wheel. The arm base shows wear where the wheel has been rubbing. He also said that one of the latches on the front rigging won't lock in place easily. Once it is latched, it does stay in place.